Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual and microscopic inspection was performed and did not identify anything related to the reported problem. Functional testing was performed and the device was determined to meet functional performance specification requirements. A short simulated therapy was successfully performed. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the uv disconnect cap became disconnected from the spike of the transfer set while the patient was asleep. There was no patient injury or medical intervention reported. No additional information is available.